Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
A ventilator was reported failing pre-use check in pressure transducer test, internal leakage test and safety valve test. A service engineer replaced the oxygen cell, oxygen cell cable and the pneumatic back-plane was replaced. The unit was then working fine. Technical error 4 which is an electrical error was also reported. Logs were sent back for further investigation. Note. The replaced parts were not sent back, but another printed circuit board (pcb) and a picture of that board, that was not involved in the event was sent back. Pre-use check fails were found since (B)(6) 2020, in pressure transducer test. Internal leakage test fails started at (B)(6) 2021. At (B)(6) 2021 the reported technical error 4 was found in the logs. Several other errors were also found in the logs, indicating ventilation error, communication error, audible alarm error, barometric pressure too high and battery module error. For all the mentioned errors, high priority alarms will be generated. Since the replaced faulty goods were not sent back for further investigation, no root cause could be determined.

Event description:
Manufacturer's ref.#: (B)(4).